Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; not installing the implants following the recommended procedure specified in the surgical technique manual. Model number, lot number, manufacture date, exp date and gtin: l 1st (cranial): ifuse-3d implant, p/n 7070m-90, lot# 2738291, mfd.07/29/20, exp. 2025-07-29, gtin (B)(4). L 2nd (middle): ifuse-3d implant, p/n 7065m-90, lot# 2731821, mfd. 06/19/20, exp. 2025-06-19, gtin (B)(4). R 1st (cranial): ifuse-3d implant, p/n 7070m-90, lot# 2694421, mfd.10/30/19, exp. 2024-10-30, gtin (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2020 three implants were installed using a posterior approach rather than the recommend lateral approach for the style of implants used. The patient later developed sacral fractures. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the superior and middle positioned implants from the left side and the superior positioned implant from the right side. Additional hardware was added to each si joint. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.